Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump kept alarming no delivery and her blood glucose went high. Customer's blood glucose was 480 mg/dl. Customer stated she went to see her doctor and advised her to get the insulin pump exchanged. The device kept alarming no delivery every hour. Customer stated she treated with the insulin pump and also got hydrated with an IV fluid and went down to 368 mg/dl. Customer was able to clear the alarm and fixed the issue. No further information reported.